Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The customer stated that he does not wash his hand every time before testing. As per contour next blood glucose monitoring system user guide, " wash and dry hands well before handling to keep the meter and test strips free of water, oils and other contaminants." The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that he ate cookies and took insulin after which he performed blood glucose tests on the contour next meter obtaining readings of 67 mg/dl at 12:24 p.m., 23 mg/dl at 12:25 p.m. And 129 mg/dl at 12:26 p.m. The customer was experienced symptoms of hyperglycemia such as the need to urinate. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next test strips from lot # 9gpeg15c for evaluation. The suspected contour next meter was not returned. Therefore, the in-house testing was performed using the in-house contour next meter with the returned test strips, which gave a satisfactory performance. Additionally, a device history record was reviewed for the suspected contour next meter and no manufacturing anomalies were found.